Manufacturer narrative:
(B)(4). Batch # r58d92. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during lap colon surgery the doctor wanted to use the device but he could not open it. The surgery was completed with another same-like device, 5 min delay, no patient consequence.